Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the ventilator screen went blank. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The power management board was replaced to resolve the reported issue.